Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the pump was stopped due to the patient receiving a heart transplant.

Event description:
It was reported that log files were submitted for review and captured a backup battery (ebb) not installed on (B)(6) 2025 from 14:07 to 18:30 when an intentional pump stop was activated via the system monitor. The event log also captured low flow alarms from 16:34 to 18:30. The event log captured a system controller reset when both power leads were disconnected from the controller. It was unable to be determined how long the pump was off due to the controller clock being corrupted during the controller reset. The clock was synced on (B)(6) 2025 at 18:07.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system, serial number (B)(6), were reported or identified through this evaluation. A review of the submitted system controller log files captured the pump functioning as intended. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was not elevated on the transplant list secondary to a device or therapy related issue. The transplant was considered to be routine.